Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between january 24-25, 2024. H11: the actual device was not available; however, photographs of the samples were provided for evaluation. The returned photographs were reviewed, and it was noted that there was fluid inside the bladder which suggested an under infusion may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors under infused during use. It was observed that the devices did not infuse as expected over a 24 hour period (approximately 25%-30% of the medication remained). The devices contained antibiotics. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on 26 march and 29 march, 2025. E1: initial reporter address: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.